Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient reported that he experienced hypoglycemia when asleep but does not know if it was related to the continuous glucose monitor (cgm) system. He did not remember if there was an issue with the system or if he simply overheard an alert, as he wears a CPAP mask when sleeping. He did not sustain any injury. He stated that he fainted in his sleep and woke up by himself and ate sugar. The patient did not wish to provide further information. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.